Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report represents the combined initial and follow-up report.

Event description:
Name of procedure being performed: lap appendectomy detailed description of event: complaint (B)(4) will address event unit 1 of 2. Complaint (B)(4) will address event unit 2 of 2. While pulling out the specimen in the bag through the incision the bag broke. The surgeon was using a kelly clamp to stretch the incision while pulling on the bag. The surgeon inserted a second bag and again used the kelly clamp to stretch the incision while pulling out the bag when the second bag broke as well. The surgeon then extended the incision itself and used a third bag to remove the appendix successfully. The surgeon reported that the appendix was atypically large. The field associate was not present for the case. No patient injury occurred. Both devices were discarded by the hospital after the case. Additional information was received via telephone on (B)(6) 2019 at 11:23am from appl. Med. Field associate: the bag did not fragment. The doctor was unable to state if the specimen remained in the bag after it broke. The specimen was removed from the broken bag and placed into the new bag and it broke again. The lot number is unknown. Patient status: no patient injury occurred as a result of the complaint event. Type of intervention: the surgeon then extended the incision itself and used a third bag to remove the appendix successfully.